Event description:
Customer reported his insulin pump alarmed button error. His blood glucose is 269 mg/dl. He said he was high because he was at the movies when his device alarmed, so he was not receiving insulin. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.